Manufacturer narrative:
Literature article: carvalho, r., rocha, j., soares, c. "Two more cases of chemical peritonitis after intraperitoneal vancomycin". Port j nephrol hypert 2022: 36(2): 97-98, advance access publication 10may2022. Http://doi.org/10.32932/pjnh.2022.xx.xxx. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin for the event. The patient outcome was reported as "a very good clinical evolution". Action with pd therapy was not reported. No additional information is available.